Event description:
Outbound. Cadd legacy alarming no disposable clamp tubing, switching to backup pump did not resolve issue, switched to a different cassette, pump working without issue, 1st cassette is pre-filled veletri cassette lot number mm278m01p1, expiration 01/18/2022. No further details provided.